Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the device was 3 times activated and the surgeon placed it on the sterile field, it burned through the drape and the gown of the nurse. The nurse was burnt as a result. The nurse stated that they just placed a bactroban ointment on a pencil eraser size burn that did not break the skin. They also mentioned that the burn caused from the tip of the device.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light emitting diode (led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. The instructions for use (IFU) warns: fire and burn hazard - the clamping jaw, active blade, and distal 6 cm of the shaft are hot during and for a period of time after activating the device. Avoid the potential for fire and unintended burns by always keeping the distal end of the device in sight and away from direct contract [sic] with adjacent tissue, textiles, and other flammable materials during and for a period of time after activation. If information is provided in the future, a supplemental report will be issued.